Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. Additionally, a direct correlation between (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 23¿ from the pump housing. The remaining distal end of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was returned and secured with the fully engaged cuff lock. Upon disassembly of the returned pump, evaluation of the pump¿s blood-contacting surfaces revealed coagulated, post explant blood within the middle to distal section of the inflow cannula. The coagulated blood appeared to extend from the distal section of the lumen, into the eye of the rotor and rotor well. Coagulated, post explant blood was also observed within the textured blood-contacting surfaces of the pump cover. The blood was unstructured, was not adhered to the blood-contacting surfaces, and showed no evidence of denaturation, suggesting that it was not likely present during support. Additionally, the coagulated blood appeared consistent with stagnant blood in the device. The evaluation did not reveal any evidence of developed or denatured thrombus formations, suggesting that the coagulated blood was not likely present during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26nov2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2019. The cause of death was not provided. It was noted that due to the hospital¿s policy, no further information regarding this event was provided. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26nov2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2019. Due to hospital policy, no further information was provided.